Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that they had sensor anomaly. Customer's blood glucose at time of incident was unknown. Customer stated that she had a sensor that broke. Customer stated that she calibrates 8 times not the sensor and when she removed the sensor it is little bit bent. Customer was advised to return sensor for analysis. Customer was advised to calibrate 3 to 4 times a day when stable and not in within hours of eating or bolus. Customer was unable to complete the troubleshooting because the phone line went dead.

Manufacturer narrative:
Found sensor cannula retracted inside sensor base. Unable to confirmed customer received sensor in said condition due to customer returned sensor opened/used.